Event description:
It was reported that during implant procedure the lead could not be inserted into the device and was difficult to be screwed into the header. The lead was not used and was replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
The reported field event of difficulty to insert the lead into the device was confirmed. A complete lead measuring 52.0 cm was returned in one piece for analysis. Final analysis found that the connector boot adjacent to the second set of sealing rings was measured to be out of specification. This is consistent with the observation from the field.